Manufacturer narrative:
Device evaluated by MFR: the stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found proximal stent damage with struts distorted, bunched and overlapping and lifted distally from the stent profile. The crimped stent outer diameter (od) at the undamaged distal side was measured and is within specifications. The damage noted is consistent with withdrawal attempts of the device through a calcified lesion. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. The bumper tip of the device showed signs of damage at the distal edge of the tip. This type of damage is consistent with resistance being encountered on advancement to the lesion site. A visual and tactile examination found multiple kinks along the hypotube shaft. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination of the outer and mid-shaft section found no issues. The inner lumen and bi-component bond showed no signs of damage or strain. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in the right coronary artery (rca). After pre-dilation was performed, a 4.0x28mm synergy stent was advanced but failed to cross though a previously implanted stent. The device was removed from the patient and it was noted that the stent strut was lifted off the balloon. A non-bsc stent was advanced but it also failed to cross through a previously implanted stent. It was then believed that the stents failed to cross as there was an old stent strut hanging out in the vessel and the devices kept getting caught on the previously implanted stent. Additional dilatation was then performed and implanted a shorter non-bsc stent distal to the lesion. Another synergy stent was also implanted proximal to the lesion and the procedure was completed. No patient complications were reported.

Manufacturer narrative:
(B)(4). Device is combination product.(B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in the right coronary artery (rca). After pre-dilation was performed, a 4.0x28mm synergy stent was advanced but failed to cross though a previously implanted stent. The device was removed from the patient and it was noted that the stent strut was lifted off the balloon. A non-bsc stent was advanced but it also failed to cross through a previously implanted stent. It was then believed that the stents failed to cross as there was an old stent strut hanging out in the vessel and the devices kept getting caught on the previously implanted stent. Additional dilatation was then performed and implanted a shorter non-bsc stent distal to the lesion. Another synergy stent was also implanted proximal to the lesion and the procedure was completed. No patient complications were reported.